Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaints were extracted from the file "service evaluation of the lcs tini product." Loosening (4x): 2x 1-2 years after surgery, 1x 2-3 years after surgery, 1x 3-5 years after surgery. Infection (3x): 1x less than 1 year, 1x 3-5 years after surgery, 1x 5-10 years after surgery. Other (1x): 1x 2-3 years after surgery (soft tissue revision only - permanent problems, lump, effusion etc.) This complaint captures 1 with soft tissue revision 2-3 years after surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2010, patient received right hybrid total knee replacement, with cementless femur and cemented mbt tibial tray using competitor bone cement. The patella was not resurfaced. There were no reported patient or surgical complications. Survey questionnaire from patient indicated the right knee was revised on (B)(6) 2012 to address instability, chronic effusion, pain syndrome, and retropatellar arthrosis (secondary). During the revision, the patient's patella was resurfaced--the patient had no evidence of infection .

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays and photographs were reviewed, and after investigation it was not possible to confirm any device related problem. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number or product code was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.